Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, while the doctor of the user facility activated suction with the subject device, the patient abdomen was deflated quickly. At that time, the co2 gas pressure and flowrate of the subject device were dropped and low. The doctor decided to change another insufflator and could run normally. The user also reported that the subject device had been tested and prepared with normal condition before procedure, there was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It had evaluation and verify the flow rate /pressure and over all appearance for the subject device with following service manual and the subject device specification met the standard value, so it could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.